Event description:
It was reported that the tines of the needle were difficult to retract. This 3.5/15/25 ph leveen standard needle electrode was selected for a radiofrequency ablation procedure to treat a possible tumor. After successfully deploying and performing ablation six times using the device, it was attempted to retrieve the needle, but this was unsuccessful. More force was applied without success; therefore, they captured the needle by pushing non-ionic water into the side of the needle to clear any obstacles. The procedure was completed, and the needle was removed. Once outside the body, it was noted that there were particles stuck in the needle, and once removed, the tines could be retracted normally. There were no patient complications.